Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID was not working and the light remained on and did not scan fingerprints. A field service engineer (fse) disconnected and reconnected the usb (universal serial bus) cable, rebooted the station, restarted the lumidigm file in cfn admin, performed a reactive proactive maintenance, and tested the bio ID in the hardware test application with no issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not working. However, there were no delays or adverse events or injuries reported based on this event.